Event description:
The customer reported an 'interlock failure' error. This error will prevent the system from booting to a usable state.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.